Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psm arm involved with this complaint and completed the device evaluation. During failure analysis of the psm arm, non-intuitive motion along insertion axis 3 was confirmed. The brake on axis 3 was found faulty and was replaced. Following this, the psm arm was tested, operated with no further issue and was restored to specification. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the system displayed a non-recoverable error 40019. The customer received phone assistance from the technical support engineer (tse). Upon verification, tse confirmed that the patient side manipulator (psm) 2 illuminated with an amber led and psm 2 was unable to move. User confirmed that the system was inspected and worked initially. Review of the site¿s system logs confirmed the occurrence of the error fault on psm 2. The user was instructed to perform a hard power cycle; however, the issue persisted. No other issue was observed. The customer stated that the case could be performed as planned. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use. A repeated error fault on the psm was observed, and the psm was disabled. Procedure was completed using 2 psms and the endoscopic camera manipulator (ecm). No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reviewed the system logs and tested the system. Fse confirmed the error fault and identified a faulty psm arm 2. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The reported failure was reproduced during sine cycle. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.